Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was supposed to have the pump filled on (B)(6) 2018, but a week prior, she became very ill and was admitted with pneumonia and a drop in white blood cell count. The patient was hospitalized. There were no further complications reported at this time.